Event description:
It was reported to covidien on 07/07/2009 that a customer had an issue with a sharp container. Customer reports that a stericycle employee was loading chemo buckets from the office onto their truck when they were cut on the right calf by a needle that was poking through the yellow bucket roughly 1/3 of the way up on the longer side.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.